Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was reported to be due to a gastrointestinal infection and urinary tract infection. The patient was treated with injection vancomycin (2mg stat, repeat after 5th day) and injection reflin (1gm, once daily), routes not reported. It was unknown if the patient recovered from the events.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.